Event description:
Event description boston scientific received information that while in storage mode, this cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage of 2.64v. The specification on the box is 3.25v.